Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff pressure was keep on deflating. It was stated that the ventilator was alarmed at 23:30 on may 31st and found having too low tidal volume and the balloon pressure was also low. Initiated additional pressure up to 30cmh2o. After 30 minutes, the ventilator alarmed again and the tidal volume was too low. The monitored balloon pressure was 10cmh2o. It was reported to the doctor, monitored and supplement the balloon pressure in time, and told the patient to talk as little as possible, and reduced the irritation of the throat to the catheter. It was observed until 12:00, the balloon leakage did not improve. The doctor was assisted to pull out the complete tracheal tube and re-intubated the trachea through the mouth. Checked the tracheal balloon after pulling out and showed changes in air leakage within 2 hours, and the balloon did not appear to be ruptured.